Event description:
It was reported that the patient presented for a scheduled left ventricular (lv) lead revision procedure involving implantable cardioverter defibrillator (ICD). During the procedure, the set screw in the lv port was found to be stripped and could not engage with the torque wrench. After multiple unsuccessful attempts, the screw was manually removed from the header of ICD to release the lv lead. The ICD was ultimately explanted and replaced with a new device during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of stripped setscrew was not confirmed. The reported event of failure to remove setscrew from header was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed missing lv setscrew, consistent with having occurred during the procedure. Unable to confirm events due to missing setscrew. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.